Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02987 and 0001822565-2019-02988. (B)(4). Concomitant medical products: art surface 12mm fem sz d catalog#: 00588004012 lot#: 63738768, stem extension straight 18mm dia x 100mm length(combined length 145mm) catalog#: 00598801018 lot#: 63529028, tibial component precoat size 3 catalog#: 00588000300 lot#: 11022032, stem extension straight 14mm dia x 100mm length(combined length 145mm) catalog#: 00598801014 lot#: 63856029. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a revision procedure approximately seventeen (17) months ago. Subsequently, the patient was revised due to disassociation of the threaded post from the femur causing instability. No additional information is available at this time.

Manufacturer narrative:
Reported event was confirmed by review of an associated product. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.